Event description:
Pt developed right pre-auricular drainage (staph aureus, coag negative) one year after right tmj total alloplastic reconstruction. Device removed, fmma/tobramycin spacer inserted. No problem with device mechanics. Well integrated into bone. No evidence of device failure.